Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/29/2014 with the following findings: a review of the black box indicated that loss of prime had occurred. The pump powered on to a call service alarm that could not be cleared. Additional testing could not be completed due to the call service alarm. A defective component on the printed circuit board was found to be the cause of the call service alarm. There were no defects found to the force sensor flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.